Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days post implant a computerized tomography (CT) scan showed a suspected perforated lead. The pacing lead remains in use. No further patient complications have been reported as a result of this event.